Manufacturer narrative:
Has been returned to the manufacturer for evaluation, however results are unavailable at this time. A medtronic representative went to the site to test the equipment. Testing revealed that the gpio board was the incorrect one for the navigation system. Replaced the gpio board and the system functioned as intended.

Event description:
Medtronic received information regarding an imaging system during a sacroiliac and thoracolumbar surgery. This occurred intra-operatively. It was reported that the navigation system was unable to see the trackers on either side of this imaging system. No additional spins were taken. A previous generation navigation system was able to track both sides of the imaging system without issue. The surgery was completed successfully with less than an hour delay. There was no patient impact.

Manufacturer narrative:
The (B)(4) board for the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Further analysis of the gpio board determined that this was a known issue with the navigation system. If information is provided in the future, a supplemental report will be issued.